Event description:
On 12.01.09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt was prescribed and administered tpm with heparin commencing shortly after her birth and heparin flushes for line patency continuing until her death 10 months later. The pt was admitted to the hospital in 2007, was readmitted thirteen days later, was then discharged and readmitted again the following month. While hospitalized, the pt was administered heparin six days after event, and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered was alleged to be contaminated heparin. The pt passed three months later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.